Event description:
It was reported, the patient was in atrial fibrillation and the non-magnet atrial electrogram strip looked to be a mirror image of the ventricle electrogram strip. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.